Manufacturer narrative:
(B)(4). D10: cpt 12/14 stem x-sml cocr, item: 00811404000, lot: 62030932. G2: foreign: australia. H6: proposed component code: mechanical (g04)- stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 14 years post-implantation due to instability and loosening. It was noted that the stem and liner were revised. It was confirmed that no further information could be provided.